Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) (s+n oklahoma). The correct manufacturing site information and registration number is (B)(4) (s+n mansfield). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
One twinfix ti 5.0 ultrabraid assembly was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The threaded portion of the anchor has broken off and was not returned. The hex portion of the anchor remains within the inserter shaft, the eyelet is no longer aligned with the inserter hex. Removal of the eyelet confirmed it is damaged. As reported no means of site preparation was used. Breakage of suture anchor can occur if pre-drilling is not performed prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.

Event description:
It was reported that, during a medial collateral ligament repair surgery, the anchor broke while implanting. Reaming was used to completely remove all the fragments. Another s&n device was used to achieve tissue fixation, but it was necessary to drill another bone hole. Even though surgery was extended significantly, no further adverse consequences for the patient were stated.